Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom user guide: ¿taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings.¿ device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 67 mg/dl, and the meter bg reading was 289 mg/dl. Reportedly, the customer took over 1,000 mg of acetaminophen over the course of 6 hours. Reportedly, due to the inaccuracy, the customer's bg level rose to 600 mg/dl with trace ketones. The customer administered a correction injection to address the bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.